Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19april2019. The customer troubleshot with technical support. The customer replaced the touchscreen and liquid crystal display (lcd) to address the issue.

Event description:
It was reported that the ventilator fails the touchscreen calibration. No patient involvement. Event date not specified; estimate used.